Event description:
It was reported to nova biomedical that a consumer received "hi" (greater than 600 mg/dl) readings during the holiday season. The consumer admitted that "I was really feeling low but I've never encountered anything like this before having diabetes over 20 years." She administered an unk amount of insulin to correct the reading. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.